Manufacturer narrative:
Additional information: the lesion was a non-calcified, moderately tortuous lesion exhibiting 90% stenosis. The lesion was pre-dilated with a non-medtronic balloon. It was reported that stent deformation occurred in vivo. It was stated that the stent failed to pass a previously deployed re-stenosed non-medtronic stent. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the most proximal stent wrap with a strut raised. Slight deformation was evident to the distal tip, which is consistent with normal use of the device. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo. It was stated that the stent failed to pass the lesion and was retrieved from the patient. On checking the retrieved product, the stent was found to be deformed. The patient was reported to be alive with no injuries.